Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side "deflation". The device remains implanted.

Event description:
The device has been explanted.

Event description:
Healthcare professional reported right side "deflation". The device has been explanted

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, crease flat and yellow particle inside the device . Leak test was performed and found opening on anterior . A microscopic analysis was performed which identify sharp opening in the plug strap. The fill test inspection was performed, the result is no blockage. Wrinkles (creases) are observed but have no relationship with manufacturing. Based on the device analysis the final assessment is: a opening sharp in the plug strap side assessed as unidentified (tear) opening.